Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow pump. When they initiated the radiofrequency energy, the radiofrequency energy was delivered. However, the cool flow pump did not go to high flow. It was found that the settings were incorrect. The cool flow interface was not on. Once this was corrected, the issue was resolved. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow pump and there was a high flow activation problem. When they initiated the radiofrequency energy, the radiofrequency energy was delivered. However, the cool flow pump did not go to high flow. It was found that the settings were incorrect. The cool flow interface was not on. Once this was corrected, the issue was resolved. The procedure was then continued. There was no patient consequence. Since ablation was initiated and the coolflow pump did not change to high flow rate, there is a potential for patient injury. Therefore, this event was assessed as a reportable malfunction.